Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/11/2020. H.6. Investigation: two photos and two samples were received by our quality team for evaluation. No abnormalities were observed on the scale line printed as 60 ml. The team is able to confirm the customer experience from the photos and returned samples for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The additional 10 ml marking on the syringe barrel was printed as per the scale line printing. No abnormalities were observed.

Event description:
It was reported that syringe 50ml ll precise had scale marking issues. This occurred on 40 occasions before use. The following information was provided by the initial reporter: product defect. 50mls syringes samples was drawn out to pass to customer. Upon visual inspection of the product, I realised that it has additional 10mls marking on the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll precise had scale marking issues. This occurred on 40 occasions before use. The following information was provided by the initial reporter: product defect. 50mls syringes samples was drawn out to pass to customer. Upon visual inspection of the product, I realised that it has additional 10mls marking on the syringe.